Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient exposure to the super-inductive therapy occurred. A request was made to have data from this device analyzed. Data analysis identified that there is no evidence of any magnet applications. Additional review of device data, rhythmcare advised that this device is exhibiting a premature battery depletion. It was recommended to replace this device in the near future. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section: b5 (describe event or problem), h2 ( follow-up) and h8 (additional MFR narrative). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The product remains implanted at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient exposure to the super-inductive therapy occurred. A request was made to have data from this device analyzed. Data analysis identified that there is no evidence of any magnet applications. Additional review of device data, rhythmcare advised that this device is exhibiting a premature battery depletion. It was recommended to replace this device in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was received advising that this device currently remains implanted. No adverse patient effects were reported.